Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) changed from black-black to black-white and the button could not be depressed. The device was changed to manual compression for hemostasis. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with an antegrade approach. The device was stored and prepared according to the IFU. The physician, who had over two years of experience using the device, was certified. No damage was observed on the device or packaging prior to use. A non-cordis catheter sheath introducer was used. The femoral puncture site was assessed via angiography, confirming suitability with an insertion angle of 30¿45 degrees and a vessel diameter of =5 mm. No calcium, plaque, vessel tortuosity, stents, significant stenosis, prior closure, or pre-existing vascular issues were present. There was no difficulty connecting the vascular sheath introducer to the vcd. The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and the device and introducer were retracted together until bleed-back slowed. The physician maintained thumb placement on the plug deployment button during retraction. Upon removal, the indicator wire loop was deployed and showed no anomalies. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white/red position. No damages were observed in the indicator window. No additional anomalies were observed during this visual analysis. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18379950 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window damaged access site lost¿ was not observed as no damage was noted to the indicator window of the returned device. The returned device was received fully deployed with no anomalies noted to the internal components. The exact cause of the issues experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, user-related factors (use error) may have contributed to the reported event as it was reported that the user had their thumb maintained on the plug deployment button during retraction. As warned in the instructions for use (IFU), which is not intended as a mitigation, while holding the exoseal in the right hand, making sure the thumb is not placed on the plug deployment button, continue to retract the exoseal very slowly until the graphic pattern in the indicator window changed to solid black. Additionally, it was reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color. The device was changed to manual compression for hemostasis. There was no reported patient injury. The device is being returned for evaluation.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) changed from black-black to black-white and the button could not be depressed. The device was changed to manual compression for hemostasis. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with an antegrade approach. The device was stored and prepared according to the IFU. The physician, who had over two years of experience using the device, was certified. No damage was observed on the device or packaging prior to use. A non-cordis catheter sheath introducer was used. The femoral puncture site was assessed via angiography, confirming suitability with an insertion angle of 30¿45 degrees and a vessel diameter of =5 mm. No calcium, plaque, vessel tortuosity, stents, significant stenosis, prior closure, or pre-existing vascular issues were present. There was no difficulty connecting the vascular sheath introducer to the vcd. The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and the device and introducer were retracted together until bleed-back slowed. The physician maintained thumb placement on the plug deployment button during retraction. Upon removal, the indicator wire loop was deployed and showed no anomalies. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) changed from black-black to black-white and the button could not be depressed. The device was changed to manual compression for hemostasis. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with an antegrade approach. The device was stored and prepared according to the IFU. The physician, who had over two years of experience using the device, was certified. No damage was observed on the device or packaging prior to use. A non-cordis catheter sheath introducer (csi) was used. The femoral puncture site was assessed via angiography, confirming suitability with an insertion angle of 30¿45 degrees and a vessel diameter of =5 mm. No calcium, plaque, vessel tortuosity, stents, significant stenosis, prior closure, or pre-existing vascular issues were present. There was no difficulty connecting the vascular sheath introducer to the vcd. The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and the device and introducer were retracted together until bleed-back slowed. The physician maintained thumb placement on the plug deployment button during retraction. Upon removal, the indicator wire loop was deployed and showed no anomalies. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18379950 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window damaged access site lost " could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. It was reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. It was also reported that the user¿s thumb remained on the deployment lever during retraction. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.